Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead was dislodged. The physician attempted several times but was unsuccessful. The lv lead was removed and replaced. The patient was in stable condition.